Event description:
It was reported that during the implanting procedure, the lead's helix would not extend. Another lead was implanted but that helix also would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix extension/retraction turned within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.